Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Once positioned into place, the team felt the inlet was too close to the mitral valve despite attempts to reposition and starting at p2 with wire removed. The impella 5.5 was removed from the body and was placed in surgical mode while ventricular access was reobtained. The impella 5.5 with wire was re-directed towards left ventricle apex. The patient continued on support until the device was successfully weaned. The patients outcome was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.